Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump shut off mid infusion. They also stated that this occurred during testing of the device, and that there was no patient involvement. Mmdg made multiple attempts to obtain additional information, namely, if the pump had alarmed before it shut off, but this information was not available. (B)(4).